Event description:
It was reported that there was a remote transmission alert triggered due to increased right ventricular (rv) lead impedance. It was also noted there was an increased capture threshold. The patient is awaiting a lead revision. It was also reported the atrial lead has been non-functional since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).